Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta stopcock with valve and extension tubing. There was an issue with leakage from port.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8184941. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was able to duplicate and confirm the failure mode with the sample provided and this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Investigation conclusion: based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Nogales will open a CAPA (#629955) not because of the cid as it is ¿no CAPA required¿ based on the severity and occurrence calculation, the reason to open the CAPA is to perform better investigation.

Event description:
It was reported with the use of the bd connecta¿ stopcock with valve & extension tubing there was an issue with leakage from port.